Event description:
It was reported to boston scientific corporation that a resolution clip was to be used for hemostasis during a procedure within the stomach performed on (B)(6) 2012. According to the complainant, after advancing the clip out of the oversheath, the clip arms were found to be bent. The device was withdrawn from the patient, and then the procedure was completed using another resolution clip. Reportedly, deployment was attempted outside the patient, and the clip "would not deploy." No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. (B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.